Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "this is a right hip revision due to altr. No more information is available due to doctor." Spoke to rep. Primary procedure was reported to have taken place approximately in 2014. The stem, head, and liner were revised.

Event description:
As reported: "this is a right hip revision due to altr...no more information is available due to doctor." Spoke to rep. Primary procedure was reported to have taken place approximately in 2014. The stem, head, and liner were revised. Update: it was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2015 and was revised on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Corrected data: d6 - date of implant. An event regarding altr involving accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. No recall was identify for the reported device. If further information becomes available or the product is returned, this investigation will be re-opened.